Manufacturer narrative:
Batch review performed on 18 dec 2025. Lot 2311204: (B)(4) items manufactured and released on 06 february 2024. Expiration date: 23 january 2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
10 months after the primary surgery, the patient presented with pain due to loosening of the femoral component and tibial tray of unknown cause. The surgeon revised the gmk spherika femoral component to a gmk revision p.s. And revised the gmk 3d metal size 4r tibial tray to a gmk revision tibial tray. The surgery was completed successfully.